Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a difficult time loading the sensor in the serter. Customer also reported their blood glucose was 49 mg/dl. The customer attributed their low from over correcting for their blood glucose. It was also found the customer had adhesive issues with the sensor. The customer declined to return the insulin pump for analysis.